Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The paient reported that they compared their teladoc blood glucose meter readinsg to a capillary lab test at their doctors office. The teladoc meter result was 187 and the lab test results was 123. The patient did not receive treatment as part of the malfunction.